Event description:
Total hip implant infection. Left hip. Implants removed unknown to stryker 4 weeks post implant. Today pt was to have antibiotic space explanted and revision but was found to still have a infection. No new implants yet.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown left hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.